Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source: wikerøy akb, randsborg ph, aas e, fuglesang hfs, jakobsen rbj. Cost-effectiveness analysis of locking nail compared with locking plate for displaced 3- and 4-part proximal humerus fractures: a secondary analysis of a randomized trial comparing the multiloc nail and philos plate. Acta orthop. 2025 oct 27;96:806-813. Doi: 10.2340/17453674.2025.44881. Pmid: 41189423; pmcid: pmc12559862. Objective/methods/study data: this retrospective study aim is to evaluate the cost-effectiveness based on the previously conducted rct of surgical treatment with the multiloc nail compared with the philos plate (both manufactured by synthes, raynham, ma, USA). The primary outcome was quality-adjusted life years (qalys), and secondary costs assessed from a healthcare perspective over a 2-year period. It was hypothesized that plates would demonstrate superior cost-effectiveness compared with nails. A total of 38 patients in each group were included. The mean age of included patients was 67 years (range 43¿81) and 66 (84%) patients were women. The mean follow-up was 2-years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes, philos plate and multiloc nail adverse event(s) and provided interventions possibly associated with unk - constructs: multiloc humeral nail (qty 18) (n=6) patients developed avascular necrosis (avn), had their implants removed. (N=3) patients had infection, no intervention noted. (N=1) patient had insufficient reduction, no intervention noted. (N=3) patient had absorption of major tubercle, no intervention noted. (N=1) patient loss of reduction tubercle, no intervention noted. (N=1) patient had pain, no intervention noted. (N=2) patients had frozen shoulder, no intervention noted. (N=1) patients had re-fracture after metal removal, no intervention noted. Adverse event(s) and provided interventions possibly associated with unk - nails: multiloc humeral (qty 2) (n=2) patients had cut-out of screw/screw loosening/protruding screw adverse event(s) and provided interventions possibly associated with unk - constructs: philos plate/screws (qty 9): (n=3) patients developed avascular necrosis (avn), had their implants removed. (N=2) patient had absorption of major tubercle, no intervention noted. (N=1) patient loss of reduction tubercle, no intervention noted. (N=1) patient had pain, no intervention noted. (N=2) patients had frozen shoulder, no intervention noted. Adverse event(s) and provided interventions possibly associated with unk - plates: philos (qty 2): (n=2) patients had cut-out of screw/screw loosening/protruding screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: d4 catalog. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.